Manufacturer narrative:
Updated blocks: h3, h6 and h9. The reported complaint was not verifiable. No analysis was performed since the unit cannot be serviced. The unit is at end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the unit was found in the equipment room with a note on it stating that it was broken.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler was very gritty and was not pumping efficiently. There was no patient involvement.